Manufacturer narrative:
(B)(4). The customer reported that while performing preventive maintenance, the monitor did not produce any audio sound. After restarting the device, the customer could not duplicate the issue. It is possible that the user would be unaware of this condition. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that while performing preventive maintenance, the monitor did not produce any audio sound.